Event description:
Ventilator stopped completely while on patient. The patient was manually ventilated and the ventilator was switched out.======================manufacturer response for ventilator, 840 (per site reporter).======================replaced power supply under warranty. Unit is back up and running.